Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when laying down, the patient could ¿feel the heartbeat and it kind of vibrates.¿ the patient noted feeling every heartbeat when laying down but when standing up, everything was fine. Additional information received indicated that the patient was experiencing phrenic nerve stimulation from the left ventricular (lv) lead. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.